Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the dural guard had deformation and the cutting bar was snagging. It was further observed that the craniotome neuro-tip was bent/damaged, the cutter could not be inserted, the bearing was worn, and the device made an unexpected noise and experienced vibration. It was further determined that the device failed pretest for visual assessment, cutter insertion, and vibration. Therefore, the reported condition of the burr guard being bent was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from japan that the burr guard of the craniotome device was bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome device dura guard had deformation and the cutting bar was snagging. It was further observed that the craniotome neuro-tip was bent/damaged, the cutter could not be inserted, the bearing was worn, the device made an unexpected noise, and there was component damage. It was further determined that the device failed pretest for visual assessment, and cutter insertion. Therefore, the reported condition of the burr guard being bent was confirmed. The assignable root cause was determined to be due to component failure from wear. Correction h10: upon further evaluation, it was determined that the craniotome device had component damage. The assignable root cause of this condition was determined to be due to wear from normal use and servicing over time. Please note that the reported condition of vibration which was found during pre-repair diagnostic tests was reported in error.